Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient's doctor advised the patient might have a metal allergy. The skin irritation was described as a red, raw area on the patient's back. The patient's doctor prescribed triamcinolone cream. Follow up was completed and the patient's skin irritation was improving.